Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report (B)(4) from the (B)(4) registry indicating that the pt was experiencing power spikes to 17 at home. Sub-therapeutic inr with elevated lactate dehydrogenase (ldh) was noted. Persantine was administered and aspirin (asa) was increased. CT of abdomen and chest were negative. Ldh trended down.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report (B)(4) was received from the (B)(4) registry.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.